Manufacturer narrative:
As reported, the used/damaged 3.4mm x 130mm suture hook, straight was discarded at the user facility and would not be returned for evaluation. Without the actual product, an evaluation could not be performed and the root cause of the reported suture hook breakage was not able to be determined. However, based on available information and evaluation of similar complaints, the most probably cause of the reported breakage was use related due to age of the device and excessive force being applied to the tip of the suture hook while in use. Additionally, the suture hook is a limited reuse device (5 procedures) and the number of uses was not provided from the customer. A review of the device history record for this device could not be performed, as the lot number was not provided. A 2-year review of complaint history shows there have been a total of 11 complaints of "tip breakage" received for this product family including this one. During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there have been no patient long term adverse effects resulting from these type of incidents. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings & precautions: -if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -do not exceed five (5) procedures per limited reuse suture hook. -avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Device was discarded at user facility.

Event description:
On 17-jan-2017, conmed corporation received a user voluntary medwatch report #(B)(4) forwarded by the FDA. Listed below is the event description as stated on the user medwatch report: "a suture hook tip broke off in the patient while md was using it. The hook was immediately retrieved intact". Follow-up with the user facility representative confirmed that during a shoulder arthroscopy procedure the tip of the suture hook broke off in the patient and the broken portion was immediately removed "intact" with no problems noted. The procedure was otherwise completed with no patient injury or surgical delay. The (B)(6), male patient was discharged as per routine procedure for this type surgery. The used/damaged suture hook was discarded after the surgery on (B)(6) 2016 and therefore would not be returned for evaluation. This report is filed on the basic of potential for patient injury with recurrence.